Event description:
Approximately 1cm of the distal tip of the ostycut needle broke off during the procedure. The distal tip remains in the patient's femur. The patient is scheduled for CT guided removal of the tip remnant.